Event description:
Home pt (hp) reported a system error alarm 2240 during drain 3 of 3. Hp reveals that pet cat had chewed a hole in pt's line. Pt reported to dialysis rn. Hp was treated prophylactically with 2 grams of ancef intraperitoneally. No pt injury has been reported.